Manufacturer narrative:
No medwatch form was received. Analysis found that the helix could not be actuated due to foreign material on the helix and inside the helix housing. Normal electrical charateristics were observed on the lead.

Event description:
It was reported that while testing the lead prior to implant, the helix would not fully retract. The lead was not implanted.